Event description:
It was reported that a patient underwent a total pelvic floor repair procedure approximately four years ago. The patient now has mesh eroding into the rectum which was identified two months ago. The patient was scheduled for surgery on (B)(6) 2010. The surgeon plans on bowel preparation, resection of the mesh, and close primarily but will not decide until in the operating room. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.